Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), batch: ab2361 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during ipg replacement procedure on (B)(6) 2024, it was noted that the distal tip of one drg lead was missing, and the wire was uncovered. All four contacts of the lead were present on the lead; however, the lead would not seat back into the ipg header. In turn, the physician opted to trim wire to address this issue, and the lead was able to be inserted into the ipg header without complications. Effective therapy was restored post-op.